Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical product: product ID: dtba1d1 ICD, mplanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was causing diaphragmatic stimulation. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.